Event description:
The user facility reported that during a therapeutic endoscopic esophagogastroduodenoscopy (egd) to address a heavy gi bleed, the suction valve became stuck. User facility personnel reported that there were two gastroscopes used during the procedure, and that after 20 minutes of use, the suction valve on the initial endoscope became stuck and could no longer suction. The initial endoscope was withdrawn from the patient and a second gastroscope was used in an attempt to control the bleeding. However, after five minutes of use, the suction valve reportedly became stuck on the second gastroscope and could allegedly no longer provide suction. The procedure was aborted, and the patient was then transferred to the intensive care unit where the patient reportedly later expired. The unit facility personnel reported that they do not suspect the device to be the cause of the patient outcome, but rather they attributed it to the patient's condition prior to undergoing the procedure. The staff also reported that prior to the procedure, both gastroscopes were working appropriately.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed by hospital personnel that prior to beginning the procedure the gastroscope and suction valve worked appropriately; however, the suction valve reportedly became stuck likely due to blood clotting during the course of the procedure. The user facility was unable to identify the exact model of the suction valve. The suction valves were discarded by user facility following the procedure, as they had reportedly been broken when removed from the gastroscope. The gastroscopes said to have been used in the procedure were reprocessed and returned to circulation of use after the procedure and there was no further issues reported. The concomitant gastroscope was returned for evaluation and was found to operate appropriately when tested with multiple known-good suction valves. There were no anomalies noted with the suction flow. There were minor physical damage observed in the suction cylinder channel wall, control body unit, and air/water cylinder ports. The air/water flow was within specifications, and the suction channel was examined and found to be free of kinks or foreign objects, the exact cause of the patient's outcome could not be conclusively determined; however, the patient's underlying condition is likely resulted in the clinical outcome. This report is being submitted as medical device report in an abundance of caution. Cross reference: MFR report 8010047-2010-00217 for a related report.